Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Customer did not report the issue beforehand and was assisted by technical support in resetting the pump, successfully resolving the malfunction. The pump did not display the same error again, and the customer was advised to call back if any malfunction recurs.